Event description:
New information received notes that the issue was resolved by re-installing the mobile application. There was no patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.